Event description:
It was reported that during the implant procedure, contact 0 and 2 measured 20 ohms. The connection was reconfirmed and the impedances were measured again, but the values did not improve and suggested a short circuit. The adaptor was replaced and impedances were measured again and they were normal.

Manufacturer narrative:
Analysis of the extension, model # 3708640, sn (B)(4), found the #3 setscrew connector block had been twisted in the molded rubber at the distal end of the extension. The cause of the short could not be identified as the lead had been disconnected from the extension. The #3 setscrew connector block had been twisted in the molded rubber at the distal end of the extension. The extension did not show any evidence of an electrical short between the #0 and #1 circuit. Each circuit of the extension measured approximately 9 ohms of resistance.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.